Event description:
Stapler utilized during a small bowel resection with small bowel anastomosis. Surgeon reports the stapler did not fire correctly and contributed lo the patient's ongoing surgical complications, and several returns to the operating room. The operative report status: portion of small bowel was removed this was by using hemostat to come to the mesenteric bowel junction a gia 80 stapler was used and fired with firing across the small bowel even with a normal small bowel present the staple line did not fire correctly and there was leaking even though there is 3 lines of staples there was leaking from the bowel. Because of this and noted a little small portion of small bowel had to be taken as well. This was done and fired proximally and distally to the area of ischemia. Kelly clamps were then used to clamp the mesentery, this was then cut the bowel was removed that was ischemic and had a hole in it, these were then tied off with 0 vicryl ties. The small bowel was reapproximated together using 3-0 vicryl sutures enterotomies were then made the gia 80 stapler was then fired across the anastomosis. A ta 60 was then used to close the enterotomy. The small bowel was lambert stitch was placed across the staple line. This was because the covidien stapler had missed fired once during this case. The stapler seem to fire correctly with the other firings. However we decided to perform lembert stitches to strengthen the anastomosis and the staple line. After this was done multiple irrigations and aspirations were used. The anastomosis "between" the small bowel and the colon was intact. And was not disturbed.